Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records identified that the patient experienced pain, and received multiple treatments, including injection and fasciotomy. Patient eventually underwent revision due to mechanical complication with hip joint prosthetic, with new cup, liner, and head implanted. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03889.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 010000734, lot number: 6238040, brand name: g7 neutral liner. Catalog number: 010000666, lot number: 6183715, brand name: g7 acetabular cup. Catalog number: 163668, lot number: j620719,8 brand name: cocr modular head. Catalog number: 192111, lot number: 241700, brand name: echo femoral stem. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2019-02611, 0001825034-2019-02613. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to pain approximately 10 months post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.